Manufacturer narrative:
The information provided in brand name and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 for a diabetic ketoacidosis and a blood glucose value between 400 mg/dl and 450 mg/dl. The customer was sick and vomiting. They were wearing the insulin pump at the time of hospitalization. The customer was treated in the ICU. Additionally, the insulin pump was moisture damaged. The hospital staff had removed the insulin pump from the patient and placed it in a bag without suspending the device. The insulin filled the bag and submerged the insulin pump. The buttons were no longer as responsive as they used to be. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump will be returned for analysis.